Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Abbvie has decided to report this event, as the intestinal rotation and death occurred within 7 days of the j-tubing replacement. There was no additional information available to determine the cause of the intestinal rotation, if the intestinal rotation was located in the vicinity of the device, or if there were any allegations against the tubing. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced abdominal pain, a swollen abdomen, and constipation. The patient was admitted to the hospital on (B)(6) 2020. The physician determined that the intestine was rotated and ruled out surgical intervention. The patient died on (B)(6) 2020. No further information was available to determine if the intestinal torsion was located in the small or large intestine.